Event description:
It was reported that pump screen was dark, would not turn on, and battery would not charge, with no power light showing despite multiple attempts to wake and charge pump. There was no adverse impact to the customer¿s blood glucose level. Customer tried using different charging cables and wall adapters without success, planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, provided instructions for storage mode, setup of pump settings and cgm on replacement device, and return of malfunctioning pump using prepaid label.